Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the gasket seals on the 511s trocar were torn. No other info available.